Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. The bwi product analysis lab received the device for evaluation. Upon initial inspection, the hemostatic valve was observed missing from the sheath. The observed hemostatic valve separation has been assessed as an MDR reportable malfunction. These finding coincide with what was initially reported. The investigational analysis completed 3/18/2020. The device was inspected and the hemostatic valve was observed missing from the sheath. No other damages or anomalies were observed. During the functional test it was found that the hemostatic valve was folded inside the handle of the device. The folded condition found on the hemostatic valve inside the handle coincides with the customer complaint. This appears to possibly have been caused by excessive force and handling being applied to the device. However none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the handle could be related to handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: pc-(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. During preparation for a paroxysmal atrial fibrillation ablation procedure, the hemostatic white valve of the vizigo sheath broke off and fell into the sheath. The dilator was not able to pass through the sheath. Therefore, they were never able to introduce the sheath into the patient¿s body. No air was noted in the valve. No patient consequences occurred. The sheath was replaced, and the issue was resolved. The observed hemostatic valve issue has been assessed as an MDR reportable malfunction.